Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 29-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise (enc452212 / 9682209) was impeded in the hub of the microcatheter and could not be pushed into the microcatheter. The physician observed that the distal end of the stent was partially deployed. The physician retracted stent and replaced it with a new stent to complete the procedure using the original microcatheter. There was no negative impact on the patient. On 13-apr-2026, additional information was received. The information indicated that the associated microcatheter used was a 150cm x 5cm prowler select plus microcatheter. A continuous flush was maintained through the microcatheter. Per the information, the introducer was firmly installed onto the hub of the microcatheter and locked with the hemostasis valve (rhv) during the advancement of the device. The additional information clarified the issue reported as follows: the ¿stent is prematurely detached and no longer engaged on the delivery wire.¿ there was no procedure delay as a result of the reported issue. Based on the additional information received on 13-apr-2026, the event has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9682209. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.